Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during normal use, as well as while priming the device. Troubleshooting revealed that the drive support cap was protruding. The customer was also experienced high blood glucose of 15 mmol/l, and stated that he didn't have a back up plan. The customer stated that he will wait a few hours to see of his blood glucose comes down, and if it doesn't, he will go to the emergency room. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.